Event description:
It was reported that the right atrial (ra) lead exhibited an apparent lead fracture resulting in intermittent high impedance and increasing thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and it was noted that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. There was blood on both the proximal and distal conductors of the lead and it was not obstructed, the proximal and distal lv (low voltage) electrodes of the lead were covered in body tissue/fibrotic growth, and the distal lv (low voltage) electrode of the lead was covered in blood. The inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to a cut and due to pulling/stretching/overstress. Additionally, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, and the outer insulation of the lead developed a cosmetic depression while in vivo. The analyst noted that it was not possible to electrically test continuity of the distal coil due to the lead removal wire. Destructive analysis was performed, including visual inspection of the distal coil. Concomitant products: model #vedr01 implantable pulse generator (ipg) implant date (B)(6) 2012; model#507658 implantable pacing lead implant date (B)(6) 2004. (B)(4).